Event description:
It was reported that peeling of the polymer jacket on an asahi regalia xs 1.0 guide wire had occurred during a percutaneous peripheral intervention to treat a moderately calcified 99% stenosis in the moderately tortuous right superficial femoral artery. During use of the guide wire, the guide wire seemed to be trapped and resistance was met so that the physician removed the guide wire when peeling of the polymer jacket was noted. No additional intervention was taken against the peeled polymer jacket. A new guide wire was replaced to successfully complete the procedure with reestablished blood flow achieved by stenting.

Manufacturer narrative:
(B)(4). The regalia xs 1.0 guide wire was returned for evaluation. Peeling of the polymer jacket was confirmed on the returned guide wire for approximately 27mm from the tip. The exposed spring coil was stretched for approximately 5mm distal to the mid solder set at 25mm from the tip. The core was exposed under stretched spring coil. Distal to the stretched segment of the coil, the guide wire was wavy due to gathered spring coil. The ball tip was attached at the very distal end of the guide wire; therefore, the spring coil remained in one piece. Microscopic observation of the peeled polymer jacket found that there were circumferential cracks caused by tensile stress proximal to the torn end of the polymer jacket. Multiple scratches were also observe on the polymer jacket, indicating the guide wire was in contact with some edgy object. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the observed peeling of the polymer jacket was most likely caused by tortuous and calcified anatomy. As the tensile stress was generated with removal of the guide wire against resistance, the spring coil was made to stretch with the polymer jacket on top of it; therefore, the polymer jacket became torn and peeled off. It was concluded that this event was not attributed to product quality. Because the peeled segment of the polymer jacket was not returned, it was unable to completely rule out a possibility that some fragment(s) might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: breakage of the guide wire.